Event description:
We were getting ready to proceed with the procedure of a x-ray guided core needle biopsy. When the needle was deployed into the patient, the drive shaft broke on the #8 gauge biopsy needle device. The needle was then removed from the patient.